Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unspecified date, he experienced a low blood glucose (bg) of 36mg/dl with no signs or symptoms of hypoglycemia, associated with a time/date reset issue. The patient reportedly did not require assistance to treat the low bg and remained on the pump. The patient alleged that the time and date revert to default settings when the battery is removed from the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy associated with an alleged time/date issue. Use error was determined to be a contributor, as the user is prompted to confirm the time and date when the pump is rebooted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find evidence of time/date reset to default. The daily insulin delivery correctly reflected the programed basal rate. Using a test battery cap, the pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidents. The pump was found to be delivering within specifications and the bolus delivery exercises were completed and recorded correctly. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The reported time/date reset issue was not verified in the black box but duplicated in the investigation. Unrelated to the reported time/date reset issue, it was observed that the verify screen was dim and the text was discolored. In addition, a crack was found in the battery compartment.